Manufacturer narrative:
Citation: maznyczka et al. Antithrombotic treatment after transcatheter valve interventions: current status and future directions. Clin ther. 2024 feb;46(2):122-133. Doi: 10.1016/j.clinthera.2023.09.028. Epub 2023 nov 4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of antithrombotic treatment after transcatheter valve intervention.  The authors s ummarized the findings of 13 peer-reviewed articles.  Multiple manufacturer¿s devices were implanted in the study population; referenced medtronic devices included a corevalve, evolut r, or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Amongall patients adverse events included: thromboembolic complication, valve thrombosis, pulmonary embolism, major bleeding event, stroke, and myocardial infarction.  No further information was provided pertaining to medtronic products.